Event description:
During an unrelated procedure, x-ray imaging was performed and externalization was observed on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.